Event description:
A pump malfunction was reported after the device was accidentally dropped, with a malfunction code of "malf 0" and fault ID "0x2864." There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided information on putting the pump into storage mode. Since the pump could not be reset successfully, a replacement pump was sent, and the customer switched to manual insulin delivery as backup therapy. Technical support confirmed the shipping details and instructed the customer to return the faulty pump using a pre-paid label within ten days.